Manufacturer narrative:
(B)(4).

Event description:
It was reported that there have been "high left ventricular outputs since implant." The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead was capped and replaced due to high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.